Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and bradycardia. It was also reported that the implantable pulse generator (ipg) is pacing below the programmed lower rate. No further patient complications have been reported as a result of this event.